Event description:
Customer stated their bleeding from the gums, have some pain and have gingivitis due to the aligners

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.